Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification, wear abrasion, fold creases, and red particles on the shell. Clouds in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional reported "left-side capsular contracture baker grade iii/IV". Device remains implanted.

Event description:
Healthcare professional reported "left-side capsular contracture baker grade iii/IV". Device has been explanted.